Event description:
Facility reported two and one half hrs into the treatment the "pct" noticed "a large amount of blood on the floor". The pump on the dialysis machine was turned off. The dialysis machine did not alarm. Blood was leaking from the venous connection between the line and the dialyzer. The venous line fell from the dialyzer when it was touched. Approximately 500cc blood loss. The set up was discarded. The pt was given 1000cc of ns. The pt was given one unit of packet red blood cells and the treatment was finished. The pt was then discharged home in stable condition. The sample is not available for examination. The complainant was encouraged to save furture complaint samples.